Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted neck with an unknown device attached on the trunnion. The head was not shown in the provided pictures. No further evaluation can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. Per the IFU cocr femoral head and freedom head, it states ¿do not use components of zimmer biomet 12/14 cocr femoral head and freedom head with components of any other system or manufacturer, unless authorized by zimmer biomet. To determine whether these devices have been authorized for use in a proposed combination, please visit the zimmer biomet website if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 00784803400 lot# 64939524 modular neck j 12/14 neck taper use with +0 heads only unk stryker cup, unk competitor liner, unk competitor bearing. . G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial procedure on an unknown date. Subsequently, the patient was revised due to unknown reasons, where the first known zb devices were implanted. The patient underwent a revision approximately two years post-implantation of zb device, due to dislocation. The head was zb however the liner, bearing and cup were competitor. Attempts have been made and no further information has been provided.